Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error due to moisture damage. The patient's blood glucose level was 13.2 mmol/l at the time of the call. The customer stated that the buttons on the insulin pump are not working. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed self-test. No unexpected failed battery test alarm, low battery alarm or off no power alarm noted. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and stained end cap sticker.